Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that they had been experiencing pain at their implantable neurostimulator (ins) site. It was noted that the patient had fallen about 3 months prior to the report on a coffee table. They hit their back and it felt like they broke a rib. The patient thought that they may have fallen directly on the ins and put a crease in it. The patient felt like it was bruised and they just worked through the pain. The patient was also swing dancing on new year¿s eve and got severe back pain and cramps around the ins location. The patient ended up having to go to bed because they were in so much pain. The cramping was still going on at the time of the report but was not as severe. They were also having stiffness and soreness in their neck after the fall. The ins was interrogated and high impedance was found on electrode 10 but that had been programmed around. All other diagnostics were normal. The patient noted that their ins was located on the lower right side of their back. The patient had not tried turning off their ins. It was noted that the symptoms had begun to subside by (B)(6) 2017. The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.